Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker previously showed eight and a half years remaining longevity. During the recent check, the device showed five years remaining longevity. The field representative requested for an engineering analysis. Analysis showed that the battery power was under 40 microwatts but increased to just above 50 microwatts. Atrial diagnostics showed that the device has been sensing atrial activity every day. The lower longevity was due to this atrial sensing. As of this time, the device remains in service. No adverse patient effects reported.